Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not alarm for a downstream occlusion during patient therapy in the neurosciences intensive care unit (nsicu). The patient required a bolus (unspecified medication) for hypotension. When the bolus started, the pump ran for about a minute before the end of the IV line was discovered to be clamped, however the pump did not alarm and showed that it was running, though the fluid did not actually appear to be pumping. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. Correction to previous g3: update to 02/25/2025. H11: the device was evaluated on-site at the customer facility by a baxter technician. Functional downstream (distal) occlusion sensor, upstream occlusion sensor and flow rate accuracy testing was performed with no issues noted; the device met specifications. The event history log was reviewed and infusions were identified that ran longer than 1 minute without alarming downstream occlusion. However, there were two (2) downstream occlusion alarms found on the event date. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.